Event description:
It was reported that while using two surgical fibers during a prostate procedure, a fiber port overheat message was received and the fibers replaced at 26,567 joules, 5:26 minutes and 110,525 joules of use, 22:02 minutes respectively. The procedure was completed using a third surgical fiber. This report is for the second used fiber. There was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber 0010-2400-412a-(B)(4): the fiber proximal end shows evidence of some type of substance, likely lubricant on the optical surface; the fiber/glass cap shows a circumferential fracture distal to the fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits very mild detritus adhesion. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the product complaint of" fiber port overheated" was confirmed; a second failure was observed on the fiber cap; the probable root cause of this second failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.